Event description:
The hospital reported that on (B)(6), 2014, approx 7:48 pm, the pt was noted to have an oxygen saturation of 85% and dropped to 46% at 7:59 pm. The pt's heart rate was noted to be 49. The monitoring system alarmed for bradycardia and asystole. Resuscitation measures were undertaken and were successful, however, it is alleged that the pt 'suffered a permanent neurological harm'.

Manufacturer narrative:
Under (B)(6) law, pt info is considered confidential and will not be released by the hospital. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
The logs were downloaded and provided to ge healthcare for analysis. The hospital indicated, and the logs confirm, that the patient was ventilated on this machine from (B)(6)2014. The reported desaturation occurred on (B)(6) 2014, just before 8:00pm. There are no other reported issues with the use of this ventilator or ventilation of this patient. The engstrom logs do not record any internal errors or malfunctions of the device related to the event. Trend logs indicate the patient was stable leading up to (B)(6) 2014 19:40 (steady minute volume, tidal volume, respiratory rate, peak pressure, end tidal carbon dioxide, etc.). On (B)(6) 2014 19:37:06, the machine transitioned to backup ventilation (bilevel) , which means apnea or low mvexp was detected by the ventilator. The logs further indicate that the patient disconnect alarm was toggling on and off more rapidly than expected, as evidenced by the following messages: "communications status bit changing rapidly: statusid=7, bit=12". The patient disconnect alarm becomes active when insufficient flows and/or pressures are observed on the expiratory side of the ventilator. When a patient disconnect is detected, a high priority alarm is sounded and the ventilator delivery is reduced to a 10 lpm bias flow, rather than delivering the prescribed mechanical breaths or pressure support. The bias flow is used to detect the re-connection of a patient; once a patient is detected again, the ventilator automatically resumes delivering ventilation at the prescribed settings. During a patient disconnect alarm condition, no pressure or volume measurements are available, as no breaths are delivered. The measured trend data from 19:40 to 19:50 shows an increase of co2 (doubled in 5 minutes) and a decrease of oxygen measured at the patient. No measured breath parameters (volume, pressure) are available from the ventilator during this time, as the ventilator does not provide breaths or measured breath data during a patient disconnect. On (B)(6) 2014 19:51:10 (13:44 after backup ventilation was entered), backup mode was adopted by the user. This is the first logged key press since (B)(6) 2014 13:59:56. Alarms were then silenced and ventilation adjustments were made. Per the complaint, following resuscitation of the patient, the patient was placed back onto the same ventilator and ventilation continued without issue until (B)(6) 2014. A large leak or disconnection in the inspiratory path with a spontaneously breathing patient is consistent with the patient rebreathing expired gas, especially with the confirmed use of a coaxial breathing circuit. Rebreathing of expiratory gas results in increased co2 and decreased o2. The engstrom logs do not record any internal errors or malfunctions of the device related to the reported complaint.